Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Event description:
Boston scientific received information that this right ventricular lead was found to be fractured at the time of a device change out procedure. To date, there have been no adverse patient effects reported.